Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty procedure at l1 due to osteoporosis and vertebral body fracture l1. Intra-op, it was not possible to introduce the balloon on the right side of the vertebral body completely through the introducer. The balloon stopped after about 2 cm. The operation was successfully completed with new one. The device came in contact with the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: the inflatable bone tamp (ibt) appeared to have been inflated previously. The shaft of the ibt was also bent. Once the ibts are used it is sometimes impossible to get through the cannula. If information is provided in the future, a supplemental report will be issued.